Manufacturer narrative:
The complaint sample was not returned to (B)(4) for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor ((B)(4)), attributed the cause of the malfunction to be fatigue failure. No further investigation is required. (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure after loading and impacting the r3 shell, the doctor pushed the button to release the locking mechanism on the offset impactor. Upon doing so, the shaft on the offset impactor broke in two. The procedure was completed successfully with another device. There were no adverse events reported as a result of the malfunction.

Manufacturer narrative:
Additional information from customer was received which identified the device manufacturing site. The manufacturer registration number for the manufacturing site was (B)(4). Updated manufacturing site to (B)(4). Updated manufacturing site to (B)(4).

Manufacturer narrative:
(B)(4) medical is not the legal manufacturer of the device involved in this incident.